Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The test transmitter and test blood glucose meter communicated properly to the insulin pump. The insulin pump had minor scratched display window. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's blood glucose was 47 mg/dl at the time of incident. The insulin pump will be returned for analysis.